Manufacturer narrative:
(B)(4). An actual sample was received for an evaluation. On visual inspection, it was found the slide clamp and rollers clamps of the set were closed. Functional tests were performed and the set was connected to a solution bag and it was possible to prime. The drip chamber was flooded and the set normally had flow. The reported problem was not confirmed. The cause of the reported condition was not identified. A batch review was performed on the reported lot with no deviations found.

Event description:
The facility's pharmacist reported to baxter (B)(4) that a buretrol administration could not flow. It seemed that the drip chamber was blocked. This occurred during priming. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.